Manufacturer narrative:
Event summary: as reported, during post-partum hemorrhage treatment a cook bakri postpartum balloon with rapid instillation components leaked from the bottom of the balloon. The device was inserted with sponge forceps gripping the shaft of the device. The balloon was inflated with a volume of 300ml when it leaked. The patient lost 700ml blood prior to the device leaking and 1000ml total. Hemostasis was achieved by placing sutures. The patient did not suffer any adverse effects due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The complaint device was received for evaluation. Function testing was performed by inflating the balloon with water, and leakage was confirmed. A small pinhole puncture in the balloon material was observed near the distal bond. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that a cause for this event could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during post-partum hemorrhage treatment a cook bakri postpartum balloon with rapid instillation components leaked from the bottom of the balloon. The device was inserted with sponge forceps gripping the shaft of the device. The balloon was inflated with a volume of 300ml when it leaked. The patient lost 700ml blood prior to the device leaking and 1000ml total. Hemostasis was achieved by placing sutures. The patient did not suffer any adverse effects due to this occurrence.